Event description:
The customer's mother reported that her daughter's blood glucose reached between 450 mg/dl to 475 mg/dl less than 4 hrs after the pod was activated. Upon inspection she noticed the cannula did not seem to be inserted correctly into her skin and the cannula was also bent. The adhesive pad was wet and she could smell insulin leaking. The pod was removed and discarded.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.